Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of diverticulitis and peritonitis with culture (B)(6) for escherichia coli in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. On an unreported date, the patient was diagnosed with diverticulitis. Treatment was not reported. On an unknown date, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. On (B)(6) 2012, the patient was discharged from the hospital. The nurse thought that the peritonitis might be related to diverticulitis. Treatment rendered for the event was not reported. The outcome of the peritonitis was recovered.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11f22040 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event.